Event description:
Edwards received notification that a patient with a valve model 3300tfx19mm implanted in aortic position underwent a valve-in-valve procedure due to moderate calcification leading to stenosis after an implant duration of approx. 3 years and 10 months. A 20mm sapien3 valve was implanted via transfemoral within the edwards surgical device with good result. The patient's outcome was noted as good and discharged home. The implant date is known only as 2017. Therefore, (B)(6) 2017 is being used to calculate the minimum implant duration.

Manufacturer narrative:
Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The device history record (DHR) could not be reviewed, as the device serial number was not provided. The calcification observed in this case was most likely due to a progression of the patients underlying valvular disease pathology combined with the patients other underlying risk factors. Based on the available information, a definitive root cause could not be determined. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a valve model 3300tfx19mm implanted in an unknown position underwent a valve-in-valve procedure due to calcification leading to stenosis after an implant duration of approx. 3 years and 10 months. A 20mm sapien3 valve was implanted within the edwards surgical device with good result. No other information was provided. The implant date is known only as "2017". Therefore, (B)(6) 2017 is being used to calculate the minimum implant duration.